Event description:
Complaintant alleged that the paramedics were pacing a 53 year old female patient, when the patient went into ventricular fibrillation. The medics set the device in manual mode, and shocked the patient at 200j. The medics attempted to charge the device to 300j, but it would not allow a charge, and gave a "low battery message." The staff changed the batteries, but received a dotted line on the screen. The complainant attempted to duplicate the alleged malfunction back to the station (using a simulator), but they were unable to find a problem with the defibrillator. The patient subsequently expired. The complainant indicated that the patient outcome was not as a result of the alleged malfunction.